Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-01284. (B)(4). Approximate age of device ¿ 14 days. The pump was not explanted and was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. Stroke, bleeding and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had received a pump exchange on (B)(6) 2016 due to thrombus. Overnight on (B)(6) 2016, while still an inpatient post-pump exchange, the patient went into ventricular tachycardia and coded. After resuscitation, on (B)(6) 2016, it was discovered that the had patient suffered a devastating stroke. A CT scan revealed extensive watershed infarcts in the bilateral frontoparietal, middle, posterior and basilar cerebral artery territories, with diffuse, severe cerebral edema and tonsillar herniation. No acute neurosurgical intervention was performed as the devastating brain injury was deemed to likely be life-ending. One report source also described a hemorrhagic stroke. Care was withdrawn on (B)(6) 2016 and the patient expired. An autopsy was not performed. At the time of the events, the patient was on a heparin infusion, warfarin and low dose aspirin. The patient's inr was 1.4 with a target range of 2.5 ¿ 3.5 due to the pump thrombosis with exchange and prior hemolysis events. Laboratory analysis results of clottable fibrinogen, protein c and protein s were all within desired limits. No additional information was provided.